Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('both the left and right essure coils, were pulled and stretched from the embedded specimen'), vertigo ('vertigo') and autoimmune disorder ('auto immune disorder') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysuria, vaginitis, chronic sinusitis, vaginal discharge, neck discomfort, vomiting, joint pain, nausea, vulval irritation, multigravida, multiparous, bone disorder, cartilage disorder, allergic reaction to analgesics, facial pain, pain in jaw, temporomandibular joint dysfunction, deviated nasal septum, nasal turbinate hypertrophy, headache, anxiety, arthritis, fibromyalgia, heavy periods, kidney stones, numbness of lower extremities, ovarian cyst, sinus infection, vertigo, dysmenorrhea, adenomyosis, menorrhagia, foreign body in uterus, any part, pelvic pain, stress incontinence, female, endometriosis of uterus, cervix inflammation, chronic cervicitis, perineal pain, paraesthesia and sialadenitis. Concomitant products included ciprofloxacin, fexofenadine and vitamin d nos (vitamin d). On (B)(6)2012, the patient had essure inserted. In (B)(6)2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge"). In (B)(6)2013, the patient experienced tooth disorder ("dental problems"). In (B)(6)2013, the patient experienced hot flush ("hormonal changes describe: hot flashes"), mood swings ("mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), anxiety ("psychological or psychiatric problems condition: anxiety"), panic attack ("panic attacks"), nausea ("nausea"), amnesia ("memory loss"), vertigo (seriousness criterion hospitalization), hypoaesthesia ("twitching all over my body, numbness"), paraesthesia ("tingling"), disturbance in attention ("loss concentration") and arthralgia ("joint pain/ arms, wrist, elbow killing"). In (B)(6)2014, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), migraine ("migraines / headaches"), vision blurred ("blurry vision") and dry eye ("dry eye"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary disorder"), blindness ("vision loss"), fatigue ("fatigue"), gastrooesophageal reflux disease ("acid reflux"), alopecia ("hair loss"), pelvic pain ("pelvic pain female"), back pain ("lower back pain/back pain"), dysmenorrhoea ("dysmenorrhea"), headache ("headaches"), asthenia ("no energy"), dizziness ("dizziness"), incontinence ("incontinence"), flatulence ("gas"), dysgeusia ("nickel taste"), autoimmune disorder (seriousness criterion medically significant), gastrointestinal sounds abnormal ("stomach noises") and cyst ("small cyst") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2018. At the time of the report, the embedded device, vaginal haemorrhage, menorrhagia, urinary tract infection, anxiety, panic attack, fibromyalgia, bladder disorder, urinary tract disorder, tooth disorder, vaginal discharge, gastrooesophageal reflux disease, pelvic pain, asthenia, dizziness, incontinence, flatulence, dysgeusia, autoimmune disorder, gastrointestinal sounds abnormal and cyst outcome was unknown, the hot flush, mood swings, migraine, nausea, amnesia, vertigo, hypoaesthesia, paraesthesia, disturbance in attention, dyspareunia, vision blurred, dry eye, blindness, fatigue, weight increased, alopecia, back pain, dysmenorrhoea and headache had resolved and the arthralgia was resolving. The reporter considered alopecia, amnesia, anxiety, arthralgia, asthenia, autoimmune disorder, back pain, bladder disorder, blindness, cyst, disturbance in attention, dizziness, dry eye, dysgeusia, dysmenorrhoea, dyspareunia, embedded device, fatigue, fibromyalgia, flatulence, gastrointestinal sounds abnormal, gastrooesophageal reflux disease, headache, hot flush, hypoaesthesia, incontinence, menorrhagia, migraine, mood swings, nausea, panic attack, paraesthesia, pelvic pain, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vertigo, vision blurred and weight increased to be related to essure. The reporter commented: discrepancy regarding date of birth-(B)(6)1971. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: there is good position of essure micro coils ,complete blockage of salpingian tubes, bilaterally; on (B)(6)2013: total bilateral occlusion. Pathology test - on (B)(6)2018: cervix with mild patchy chronic cervicitis. Small left para tubal cyst, right fallopian tube without specific histopathology. Fallopian tube metal coils bilaterally. Concerning the injuries reported in this case, the following one was reported via social media: gastrointestinal sounds abnormal and cyst. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: reporter information and event auto immune disorder added. On 26-mar-2020: social media received- new event stomach noises and small cyst were added. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('both the left and right essure coils, were pulled and stretched from the embedded specimen') and vertigo ('vertigo') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysuria, vaginitis, chronic sinusitis, vaginal discharge, neck discomfort, vomiting, joint pain, nausea, vulval irritation, multigravida, multiparous, bone disorder, cartilage disorder, allergic reaction to analgesics, facial pain, pain in jaw, temporomandibular joint dysfunction, deviated nasal septum, nasal turbinate hypertrophy, headache, anxiety, arthritis, fibromyalgia, heavy periods, kidney stones, numbness of lower extremities, ovarian cyst, sinus infection, vertigo, dysmenorrhea, adenomyosis, menorrhagia, foreign body in uterus, any part, pelvic pain, stress incontinence, female, endometriosis of uterus, cervix inflammation, chronic cervicitis, perineal pain, paraesthesia and sialadenitis. Concomitant products included ciprofloxacin, fexofenadine and vitamin d nos (vitamin d). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge"). In (B)(6) 2013, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2013, the patient experienced hot flush ("hormonal changes describe: hot flashes"), mood swings ("mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), anxiety ("psychological or psychiatric problems condition: anxiety"), panic attack ("panic attacks"), nausea ("nausea"), amnesia ("memory loss"), vertigo (seriousness criterion hospitalization), hypoaesthesia ("twitching all over my body, numbness"), paraesthesia ("tingling"), disturbance in attention ("loss concentration") and arthralgia ("joint pain/ arms, wrist, elbow killing"). In (B)(6) 2014, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), migraine ("migraines / headaches"), vision blurred ("blurry vision") and dry eye ("dry eye"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary disorder"), blindness ("vision loss"), fatigue ("fatigue"), gastrooesophageal reflux disease ("acid reflux"), alopecia ("hair loss"), pelvic pain ("pelvic pain female"), back pain ("lower back pain/back pain"), dysmenorrhoea ("dysmenorrhea"), headache ("headaches"), asthenia ("no energy"), dizziness ("dizziness"), incontinence ("incontinence"), flatulence ("gas") and dysgeusia ("nickel taste") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, vaginal haemorrhage, menorrhagia, urinary tract infection, anxiety, panic attack, fibromyalgia, bladder disorder, urinary tract disorder, tooth disorder, vaginal discharge, gastrooesophageal reflux disease, pelvic pain, asthenia, dizziness, incontinence, flatulence and dysgeusia outcome was unknown, the hot flush, mood swings, migraine, nausea, amnesia, vertigo, hypoaesthesia, paraesthesia, disturbance in attention, dyspareunia, vision blurred, dry eye, blindness, fatigue, weight increased, alopecia, back pain, dysmenorrhoea and headache had resolved and the arthralgia was resolving. The reporter provided no causality assessment for embedded device with essure. The reporter considered alopecia, amnesia, anxiety, arthralgia, asthenia, back pain, bladder disorder, blindness, disturbance in attention, dizziness, dry eye, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, flatulence, gastrooesophageal reflux disease, headache, hot flush, hypoaesthesia, incontinence, menorrhagia, migraine, mood swings, nausea, panic attack, paraesthesia, pelvic pain, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vertigo, vision blurred and weight increased to be related to essure. The reporter commented: discrepancy regarding date of birth- (B)(6) 1971. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: there is good position of essure micro coils ,complete blockage of salpingian tubes, bilaterally; on (B)(6) 2013: total bilateral occlusion. Pathology test - on (B)(6) 2018: cervix with mild patchy chronic cervicitis.small left para tubal cyst, right fallopian tube without specific histopathology. Fallopian tube metal coils bilaterally. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-feb-2020: content from social media received. Events no energy, dizziness, incontinence and gas were added. On 21-feb-2020: fu7 and fu8 were processed together. Medical record received. Concomitant drug added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('both the left and right essure coils, were pulled and stretched from the embedded specimen') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysuria, vaginitis, chronic sinusitis, vaginal discharge, neck discomfort, vomiting, joint pain, nausea, vulval irritation, multigravida, multiparous, bone disorder, cartilage disorder, allergic reaction to analgesics, facial pain, pain in jaw, temporomandibular joint dysfunction, deviated nasal septum, nasal turbinate hypertrophy, headache, anxiety, arthritis, fibromyalgia, heavy periods, kidney stones, numbness of lower extremities, ovarian cyst, sinus infection, vertigo, dysmenorrhea, adenomyosis, menorrhagia, foreign body in uterus, any part, pelvic pain, stress incontinence, female, endometriosis of uterus, cervix inflammation, chronic cervicitis, perineal pain, paraesthesia and sialadenitis. Concomitant products included ciprofloxacin and fexofenadine. On (B)(6) 2012, the patient had essure inserted. In february 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge"). In may 2013, the patient experienced tooth disorder ("dental problems"). In july 2013, the patient experienced hot flush ("hormonal changes describe: hot flashes"), mood swings ("mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), anxiety ("psychological or psychiatric problems condition: anxiety"), panic attack ("panic attacks"), nausea ("nausea"), vertigo ("vertigo") and arthralgia ("joint pain"). In february 2014, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), migraine ("migraines / headaches"), vision blurred ("blurry vision") and dry eye ("dry eye"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary disorder"), amnesia ("memory loss"), hypoaesthesia ("twitching all over my body, numbness"), paraesthesia ("tingling"), disturbance in attention ("loss concentration"), blindness ("vision loss"), fatigue ("fatigue"), gastrooesophageal reflux disease ("acid reflux"), alopecia ("hair loss"), pelvic pain ("pelvic pain female"), back pain ("lower back pain/back pain"), dysmenorrhoea ("dysmenorrhea") and headache ("headaches") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, vaginal haemorrhage, menorrhagia, urinary tract infection, anxiety, panic attack, fibromyalgia, bladder disorder, urinary tract disorder, tooth disorder, vaginal discharge, gastrooesophageal reflux disease and pelvic pain outcome was unknown, the hot flush, mood swings, migraine, nausea, amnesia, vertigo, hypoaesthesia, paraesthesia, disturbance in attention, dyspareunia, vision blurred, dry eye, blindness, fatigue, weight increased, alopecia, back pain, dysmenorrhoea and headache had resolved and the arthralgia was resolving. The reporter provided no causality assessment for embedded device with essure. The reporter considered alopecia, amnesia, anxiety, arthralgia, back pain, bladder disorder, blindness, disturbance in attention, dry eye, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, gastrooesophageal reflux disease, headache, hot flush, hypoaesthesia, menorrhagia, migraine, mood swings, nausea, panic attack, paraesthesia, pelvic pain, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vertigo, vision blurred and weight increased to be related to essure. The reporter commented: discrepancy regarding date of birth-(B)(6) 1971. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: there is good position of essure micro coils ,complete blockage of salpingian tubes, bilaterally; on (B)(6) 2013: total bilateral occlusion. Pathology test - on (B)(6) 2018: cervix with mild patchy chronic cervicitis.small left para tubal cyst, right fallopian tube without specific histopathology. Fallopian tube metal coils bilaterally. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received. Event: headaches were added. Event outcome of : dyspareunia (painful sexual intercourse) , lower back pain/back pain , fatigue , hair loss , migraines / headaches , nausea hot flush , mood swing , vision problems , neuro condition /problem were updated to recovered. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('both the left and right essure coils, were pulled and stretched from the embedded specimen') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysuria, vaginitis, chronic sinusitis, vaginal discharge, neck discomfort, vomiting, joint pain, nausea, vulval irritation, multigravida, multiparous, bone disorder, cartilage disorder, drug allergy, facial pain, pain in jaw, temporomandibular joint dysfunction, deviated nasal septum, nasal turbinate hypertrophy, headache, anxiety, arthritis, fibromyalgia, heavy periods, kidney stones, numbness of lower extremities, ovarian cyst, sinus infection, vertigo, dysmenorrhea, adenomyosis, menorrhagia, foreign body in uterus, any part, pelvic pain, stress incontinence, female, endometriosis of uterus, unspecified inflammatory disease of uterus, excl cervix, chronic cervicitis, perineal pain, paraesthesia and sialadenitis. Concomitant products included ciprofloxacin and fexofenadine. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge"). In (B)(6) 2013, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2013, the patient experienced hot flush ("hormonal changes describe: hot flashes"), mood swings ("mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), anxiety ("psychological or psychiatric problems condition: anxiety"), panic attack ("panic attacks"), nausea ("nausea"), vertigo ("vertigo") and arthralgia ("joint pain"). In (B)(6) 2014, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), migraine ("migraines / headaches"), vision blurred ("blurry vision") and dry eye ("dry eye"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary disorder"), amnesia ("memory loss"), hypoaesthesia ("twitching all over my body, numbness"), paraesthesia ("tingling"), disturbance in attention ("loss concentration"), blindness ("vision loss"), fatigue ("fatigue"), gastrooesophageal reflux disease ("acid reflux"), alopecia ("hair loss"), pelvic pain ("pelvic pain female"), back pain ("lower back pain") and dysmenorrhoea ("dysmenorrhea") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, hot flush, mood swings, vaginal haemorrhage, menorrhagia, urinary tract infection, anxiety, panic attack, fibromyalgia, migraine, bladder disorder, urinary tract disorder, nausea, tooth disorder, amnesia, vertigo, hypoaesthesia, paraesthesia, disturbance in attention, dyspareunia, vaginal discharge, vision blurred, dry eye, blindness, fatigue, weight increased, gastrooesophageal reflux disease, alopecia, pelvic pain and back pain outcome was unknown, the arthralgia was resolving and the dysmenorrhoea had resolved. The reporter provided no causality assessment for embedded device with essure. The reporter considered alopecia, amnesia, anxiety, arthralgia, back pain, bladder disorder, blindness, disturbance in attention, dry eye, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, gastrooesophageal reflux disease, hot flush, hypoaesthesia, menorrhagia, migraine, mood swings, nausea, panic attack, paraesthesia, pelvic pain, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vertigo, vision blurred and weight increased to be related to essure. The reporter commented: discrepancy regarding date of birth-(B)(6) 1971. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: there is good position of essure micro coils ,complete blockage of salpingian tubes, bilaterally; on (B)(6) 2013: total bilateral occlusion. Pathology test - on (B)(6)2018: cervix with mild patchy chronic cervicitis. Small left para tubal cyst, right fallopian tube without specific histopathology. Fallopian tube metal coils bilaterally. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 12-sep-2019: pfs and medical records received: previously added event injury was replaced with events "both the left and right essure coils, were pulled and stretched from the embedded specimen, hormonal changes describe: hot flashes, mood swings , abnormal bleeding (vaginal, menorrhagia) , infection (bladder/ urinary tract/vaginal) type: utis , psychological or psychiatric problems condition: anxiety, panic attacks, autoimmune disorder type of disorder: fibromyalgia , migraines / headaches , bladder or urinary problems or changes ,nausea , dental problems , neurological conditions or problems type: memory loss, vertigo, twitching all over my body, numbness, tingling, loss concentration , dysmenorrhea (cramping) ,dyspareunia (painful sexual intercourse) , pain , vaginal discharge , vision/eye problems type blurry vision, dry eye, loss vision , fatigue , weigh gain". Reporter information, patient demography, medical history, concomitant drug and lab data was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.